Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the or nurse states that the hp052 is not working (possible solid tone). There was no consequence to the pt.